Event description:
They could not attach the lead to the wall in atria. Then they removed the lead and found that the reason for this was that they could not extend the screw. Injury: we had to implant a new lead beside the old one. Action: implant of a new lead. Patient's status: ok. The device was not implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix/lobe mechanism.